Event description:
It was reported that during follow up, the lead exhibited loss of capture and sensing. Fluoroscopic view confirmed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition prior and post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).